Manufacturer narrative:
Additional devices implanted and/or related to this event: (B)(4). Attempt(s) to acquire information for this form were made by gore. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable.

Event description:
On (B)(6) 2013, the patient was implanted with gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. It was reported the patient presented emergently to the ER, the interventional radiologist treated an 11cm aneurysm. The patient had very tortuous, calcified aortic arteries and the anatomy was very long from the lowest renal artery to the hypogastric artery (approximately 28 cm). There was not a 3cm overlap between the trunk-ipsilateral leg component and the iliac extender component (approximately 2cm), but the physician was fine with the placement. The final angio run showed the aneurysm was excluded. The patient tolerated the procedure. On (B)(6) 2013, during the patient's post procedure evaluation, it was discovered a type iii endoleak was present between the trunk-ipsilateral leg component and the iliac extender component. The physician reintervened and implanted a plc61000 where the junction was present. The endoleak was resolved and the patient tolerated the procedure.